Event description:
Nurse/midwife, after conferring with physical therapist, prescribed medx lumbar for 43-yr-old pt who was 9-weeks pregnant. Pt was pain-free, but nurse/midwife believed this would strengthen her back for prevention of pain. Mother reported to hosp on 5/21/99 to physical therapy. Mother was placed in the medx-lumbar machine with 2 tight-fitting belts. Physical therapist, who is certified in medx lumbar, had her bend backward and forward, and placed a cushion behind her hips for back pain which she was having from machine. Mother asked session to be terminated because of discomfort. Ultrasound confirmed fetal heartbeat within 15 mins of medx. Mother spotted next day. Intravaginal ultrasound confirmed fetal demise on 5/22/99.